Event description:
A medtronic representative reported during a scoliosis case, after the first o-arm spin was taken for automatic registration, they were inaccurate approximately 4mm in synergy spine. There was some difficulty getting the camera to recognize the o-arm fiducials and the reference frame during the initial spin. While continuing to troubleshoot, a second and third spins were taken. The surgeon confirmed being 3mm off and opted to use the navigation system to tap but did not use it to insert the screws. The stealth system was disconnected and one final spin with the o-arm was taken. Upon inspection of the 3d images, the surgeons were satisfied with all screw placement. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide the patients weight. RMA has been issued. Replaced the system camera on (B)(4) 2012. The suspect part has not been received by the manufacturer for evaluation.